Event description:
The customer reported to olympus that the bending section cover of the endoeye flex deflectable videoscope had a pinhole. There were no reports of patient harm associated with the event. The device was returned to olympus. Upon evaluation, it was found that the adhesive of the objective lens was peeled. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Upon evaluation of the returned device, the customer allegation was confirmed. Due to a pinhole on bending section cover, water tightness was lost. There were few additional findings during device evaluation. Distal end had discoloration. Adhesive on bending section cover had a chip. Video connector was deformed. Video connector case was damaged and had a crack. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear on fe (free/engage) lever, the angle knob torque of exceeds the standard value. Due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured. Indication on light guide connector was damaged. A review of device history review (DHR) confirmed that the device was shipped in accordance with specifications. The root cause of the subject event "adhesive of objective lens was peeled" could not be specified. It is presumed that the defective event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.